Manufacturer narrative:
Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3086ans, serial: (B)(4), UDI: (B)(4), batch: a000137269.

Event description:
It was reported that the patient was experiencing weakness one day after a trial implant. As a result, the patient had their trial leads removed, resolving the issue.